Manufacturer narrative:
Date of birth: unknown, information not provided. Patient weight: unknown, information not provided. If explanted, give date: not applicable as the device remains implanted. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor found deposits that looked like water droplets and were visible on the entire surface of the intraocular lens (iol) after the lens was implanted. It was indicated that the lens remains implanted and there is no plan for an explant (they are taking a wait and see approach). There was no patient injury or health hazard reported. No further information was provided.